Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the index procedure, the patient's whole right leg was not visible on the final angiography, and another angiogram from the right distal side revealed poor blood flow in the region distal from the right common iliac artery. It appeared as if thrombus was present on the right side that did not extend to the endurant bifurcate stent graft. A reliant balloon catheter was inserted and removed after dilation and thrombus was collected together with the reliant balloon catheter. Then a fogarty catheter was used for thrombus aspiration. Thrombus aspiration was performed inside the right limb due to the development of stenosis from thrombus. Angiography showed there was a dissection located 4 cm distal to the stent graft in the right external iliac artery over a tortuous section. The patient's blood pressure was restored after endarterectomy, and the procedure was completed. The physician also indicated there was a possibility of a heparin-induced thrombocytopenia. After this procedure, the physician considered that there should be no issues with the patient's leg. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Continued from block: off label (aortic neck angulation) evaluation summary: pre-implant CT¿s were returned for review. The CT¿s were low slice resolution (5mm thickness); therefore, a more precise review could not be performed. The films revealed that the patient had a 50mm max diameter infrarenal aaa, and a 45mm max diameter right common iliac artery. The proximal neck contained thrombus and was severely angulated, measuring ~90° rt-lt relative to the distal aorta <(><<)>(> <(><<)><(><<)>)>off-label>. The neck diameter just below the renals measured ~21mm (19mm flow lumen), and 15mm lower near the bottom of the neck was 20mm (17mm lumen). The aaa also contained thrombus; 20 ¿ 30mm diameter flow lumen. The left iliac artery was minimally-tortuous but extensively calcified, and ranged in diameter from 15 ¿ 17 ¿ 13mm. The aneurysmal right common iliac artery contained extensive thrombus (15mm average flow lumen) and was ringed with calcification, and just distal to the calcified right iliac bifurcation the proximal right external measured ~10mm in diameter and was acutely angulated. No calcification or obvious dissection was observed along the length of the right external and femoral arteries which measured ~7 ¿ 8mm in diameter. The exact cause of the right limb thrombus and right external dissection reported just after implant could not be determined from the pre-implant films provided. Films during implant were not available for review, the stent graft in-vivo configuration could not be assessed, and the returned CT¿s low slice resolution (5mm thickness) did not allow for a precise review. The films revealed that the patient had a 50mm max diameter infrarenal aaa, and a 45mm max diameter right common iliac artery, which both contained significant thrombus. The 21 ¿ 20mm diameter proximal neck also contained thrombus (19 ¿ 17mm flow lumen), and was severely angulated measuring ~90° rt-lt relative to the distal aorta <(><<)>(><(><<)><(><<)>)>off-label>. The aneurysmal right common iliac artery contained extensive thrombus ( 15mm average flow lumen) and was ringed with calcification, and just distal to the calcified right iliac bifurcation the proximal right external measured ~10mm in diameter and was acutely angulated. No calcification or obvious pre-implant d issection was observed along the length of the right external and femoral arteries which measured ~7 ¿ 8mm in diameter. It is possible that implanting within the patient¿s pre-existing thrombus-filled aorta <(><<)>(><(>&<)><(><<)>)> iliacs, and diseased/calcified/tortuous right internal <(><<)>(><(>&<)><(><<)>)> external iliac may have contributed to the post-implant thrombus and dissection. The reported possible patient blood condition, heparin-induced thrombocytopenia, may have also contributed to the thrombus. It is also possible that another manufacturer¿s device utilized during thrombus aspiration within the right limb may have also contributed to the dissection.